Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was placed and driven on an in-house system. The instrument passed the recognition, seal, cut and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs during testing. There was no physical damage observed during testing. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer extend was unable to seal. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.